Event description:
The customer reported a ventilator is experiencing an intermittent occlusion error. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer is requesting a form to send the ventilator to bench repair for evaluation. Additionally, the customer is reporting having replaced the blower, gas delivery system (gds), hoses, and the data acquisition (da) printed circuit board assembly (pcba). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the issue was found during device set up for patient ventilation, where it was found that the ventilator was automatically triggered the patient occlusion. The patient was transferred to another working ventilator. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The philips remote service engineer (rse) reported that the cooling fan had a low rpm and not working properly, and the central processing unit (cpu) tray had damaged screw thread. The rse reported that the device was returned to the customer unrepaired. No other anomalies were reported.